Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. The malfunction did not recur after resetting, and the customer was advised to continue using the pump while being instructed to call back if the issue recurred.